Event description:
It was reported the physician dissected the heart in preparation to use the epicor device to perform surgical ablation. When the physician connected the ultracinch to the generator cable, the epicor generator failed to operate and showed a "malfunction x" notification. This malfunction could not be resolved so the ablation could not be performed.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a f/u report will be submitted. Date report submitted to FDA by MFR: 10/6/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.